Event description:
During testing by a zoll medical service technician, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.